Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery. Additionally, it was reported that multiple malfunction alarms occurred. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 247 mg/dl.